Manufacturer narrative:
Batch review performed on 5 april 2022. Lot 1810467: (B)(4) items manufactured and released on 06-mar-2019. Expiration date: 2024-feb-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting pain due to a loose tibial component and the cause of the loose tibial component is unknown. About 2 years and 3 months after the primary surgery, the surgeon revised the tibial tray and insert. The surgery was completed successfully.